Event description:
It was reported that the clinician was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). The programmer showed a message of unable to find the device. Multiple different attempts, including using a different programmer, changing wands, and performing a magnet reset occurred without success. Technical services (ts) reviewed the remote home monitoring site and noted the last remote interrogation was over a year ago. Ts discussed further troubleshooting steps with the field representative and noted that if they were unable to resolve the issue, the device should be explanted and replaced. At this time the s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinician was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). The programmer showed a message of unable to find the device. Multiple different attempts, including using a different programmer, changing wands, and performing a magnet reset occurred without success. Technical services (ts) reviewed the remote home monitoring site and noted the last remote interrogation was over a year ago. Ts discussed further troubleshooting steps with the field representative and noted that if they were unable to resolve the issue, the device should be explanted and replaced. At this time the s-ICD remains in service and no adverse effects were reported.